Manufacturer narrative:
Patient was age over 18. E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for analysis and underwent a visual and microscopic examination on the outer shaft, inner shaft, balloon, and tip. Visual examination revealed a separation at the tip and hypotube. The tip, hub, strain relief, and proximal section of the hypotube is missing. The returned piece measures approximately 149.6cm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the shaft and tip is separated.

Event description:
Reportable based on device analysis completed on 23-oct-2024. It was reported that balloon failure to inflate occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified carotid artery. A 3.0mmx30mmx135cm sterling balloon catheter was advanced for dilatation. During the procedure, after multiple inflation attempts at normal atmospheric pressure, the balloon would not inflate. There was no pinhole, leak, or tear noted on the balloon. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable post procedure. However, device analysis revealed a hypotube and tip separation.